Event description:
The user received questionable d-dimer results for two patient samples. Patient sample 1 initial result was 0.655 ug/ml with a data flag. The sample was automatically repeated and the result was 0.423 ug/ml. The user did not like the result and repeated the sample with a result of 0.598 ug/ml with a data flag. The sample was automatically repeated and the result was 0.604 ug/ml with a data flag. Patient sample 2 initial result was 1.127 ug/ml with a data flag. The sample was automatically repeated and the result was 0.846 ug/ml with a data flag. The user repeated the sample on cobas c501 serial number (B)(4) and the result was 0.969 ug/ml with a data flag and repeated around 0.975 ug/ml with a data flag. The user stated she believed the second result was wrong for both patients. The result of 0.655 ug/ml was reported out for patient 1 and a result of 0.85 ug/ml was reported out for patient 2. The patients were not adversely affected. The d-dimer reagent lot number was 65648601 with an expiration date of 01/31/2013. The field service representative determined the sample syringe bottom seal was not tight and the rinse mechanism nozzle #5 was not descending properly. Both items caused a fluidic failure. He rebuilt all of the syringes and adjusted nozzle #5 so it moved freely. To verify the analyzer operation, he ran performance testing and the user ran quality control which met the laboratory specifications. The user also tested the original sample 10 times with results that were acceptable to the user.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.